Event description:
Patient was receiving 46 hour fluorouracil infusion at home when, 21 hours into the infusion, the pump was dropped. According to the pump's internal log, dropping the pump caused it to momentarily loose battery power and power itself back up. When the pump finished its power up self-check, the patient didn't know to restart the infusion and never heard the audible alert that indicated that no infusion was occurring. On what should have been the second day of the infusion, the patient noticed that the drug remaining in the bag was more than should have been there and notified clinical staff.what was the original intended procedure?infusion of chemotherapy.device #1is this a laboratory device or laboratory test?no.